Event description:
Event description guidant received information that recently after being implanted, this right ventricular lead dislodged, resulting poor thresholds and loss of capture. The lead was then removed and successfully replaced. There were no adverse patient effects reported.